Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. No root cause can be confirmed.

Event description:
Between january 2011 and october 2017, a 31 patient study in (B)(6) with a minimum of two-year follow up after implantation with the magec rod system in the treatment of eos, who were treated between december 2011 and october 2017. A (B)(6) female patient with a history of chromosomal abnormality underwent a dual rod procedure. However, 37 months post procedure, a broken actuator pin was observed for which the patient underwent a revision. Less than 1 month post revision surgery, the patient developed an infection (wound dehiscence) that required a washout, debridement and a convex rod removal. Information was received that a revision procedure was performed less than one month post revision procedure due to the patient developed an infection (wound dehiscence). As per the reporter the patient required a washout, debridement and a convex rod removal.